Event description:
Pt had bilateral mastectomies for breast cancer in 1970 and underwent bilateral breast reconstruction in 1981 using silicone mammary prosthesis. In 1982 the right breast implant was replaced for capsular contracture. Replacement was done with a bilumenal prosthesis, however the MFR is unknown. Recent mammogram suggested that the right implant was deflated. Pt desired to have both implants removed and exchanged for saline implants. Pt was admitted to the hosp on 12/12/95 for removal of silicone implants. At time of surgery, right breast approached, capsule identified, carefully incised and opened. The gel part of the implant was found to be intact of the bilumen implant. Th saline exterior coating had deflated and then was completely removed. Replacement was done with a saline-filled mammary prosthesis. The left breast was then approached. The capsule identified and entered and immediately upon entering free gel was noted. The implant was completely removed along with the gel. There was some residual silicone left on the capsule so therefore a complete capsulectomy was done both on the anterior and posterior wall. Replacement was then done using a saline-filled mammary prosthesis.